Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated; however, the front panel touch screen remained blank. A burning smell did not occur. It was identified that the cause for the blank screen was due to an internal short present on transformer (t1) of the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became fully operational. Visual evidence of dried fluid was found within the recess of the bottom cover adjacent to the pump during the internal inspection of the cycler. The cause of the observed dried fluid could not be determined. A mushroom head check was performed and passed. The cycler tested negative for glucose. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records found that the fluid leak box had been checked on the cycler identifying, disinfecting and disposition form on 03/20/2019. Mushroom head check passed (03/20/2019).

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during step 6 of setup of their peritoneal dialysis (pd) treatment. The patient reported emitting of a burning smell from the cycler. The wall outlet was working. The ok and stop keys were on and the cycler was rebooted; however, the screen remained blank. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.